Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient was hospitalized with altered mental status and is unresponsive. No device allegations were made. There was hope to scan the patient's brain. No further complications were reported or anticipated.